Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please describe event or problem for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that during a generator change out procedure, there was a significant period of ventricular standstill while changing from the old cardiac resynchronization therapy defibrillator (crt-d) to the new crt-d. The old device was removed from the pocket, the right atrial (ra) lead was disconnected from the device and was isolated with a sterile gauze wrapped around it. Next the left ventricular (lv) lead was disconnected from the old device and isolated again with a gauze. The right ventricular (rv) lead was removed and immediately put into the new device. Once the lead was in the rv port of the new device, it was noted there was no pacing and the patient had gone into ventricular standstill. The physician then immediately turned the set screw until two audible clicks were heard from the torque wrench. At the same time, attempts were made to get the device to start pacing by forcing a mode to get pacing happening. The device was programmed to ddd 50 to 130 and once handed up was taken out of storage mode but left in monitor only. Attempts were made to program the device into a doo or voo mode through the primary programmed mode. The pacing system analyzer (psa) cables was connected to the lv lead and with the patient still in standstill the physician went back to the device and tightened up the set screw again with a few more clicks on the torque screw and it was noticed then that there were paced beats in the patient. Electrocautery mode was re-initiated which resulted in a pacing output with the patient. The physician then proceeded to connect the remaining leads. All the lead test values were nominal through the new device. It was known that this patient had complete heart block with no ventricular output at 30bpm, and the ventricular standstill was approximately 12 seconds. There were stored electrogram (egm) in the device that appeared to be noise, oversensing and pacing inhibition. No additional adverse patient effects were reported.